Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the plastic at the distal end of the permanent cautery hook instrument was broken on both sides. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the patient underwent a robotic cholecystectomy on (B)(6) 2024. During the procedure there was malfunctioning of the robotic hook in arm three. After its removal, the customer found that the head of the instrument was not rotating appropriately. There was a missing small plastic piece from the tip of the instrument about 1x2 mm in size. The customer looked for it thoroughly in the abdomen with the scope but did not find anything. Post-operative abdominal x-rays did not show anything abnormal as well. The customer informed the patient postoperatively about all the above in details and addressed all their questions. The customer explained to the patient that it is unlikely that this tiny piece was left in the abdomen as most likely it was missing prior to the use of the instrument on this patient. The customer also explained to the patient that even if it was left in his abdomen, it should not cause any problems to them due to the tiny size of it. The patient understood.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 4.60mm x 4.85mm in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.